Manufacturer narrative:
Date of event: unknown, not provided. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt225 intraocular lens would not stay in proper position in the patients eye and it has been explanted. Lens was discarded. No other information was available.

Manufacturer narrative:
Corrected data and additional information: subsequent follow up information received from the surgery center revealed that the zxt225 lens was moved from original position, not rotated at its original position from the patients right eye. Patient had visual issues and there were no injuries or additional intervention required. Patient was doing good. Section a2: date of birth: (B)(6) 1957. Section a3: gender: male. Section a5: ethnicity: not hispanic. Section a5: race: white. Section b1: correction: report type - the report type has been updated to only adverse event without product problem (e.g., defects/malfunctions). Section b3: date of event: feb 22, 2023 section e1: reporter name and address, contact: name: (B)(6). Email: (B)(6). Address:(B)(6). Contact - (B)(6). Section e2: health professional: yes. Section e3: occupation: physician. Section h6: health effect - clinical code: the code 2140 - visual disturbances has been added. Section h6: correction: medical device problem code - the code has been updated from 1667 - unstable to 2993 - adverse event without identified device or use problem all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.